Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont has not yet received the unit back for investigation. Clinilogger data has been provided and is currently under evaluation. The user reported "no alarm from the device when the child's temperature went from 33.5°c to 36°c". It is unknown what the alarm setting was during the incident. It is possible that the user may have set the alarm higher than 36°c, meaning an alarm would not go off until it reached that higher, user set alarm point. The set point of the alarm is not recorded in the clinilogger data. The user further reported that "the device went into cooling mode", however the initial review of the provided clinilogger data demonstrates that the criticool was in cooling mode the entire time and was never in rewarming mode. It is unknown at this time if there is an external cause for the rise in the patient temperature. Belmont followed up with the distributor in france on sept 22, 2022 for performing full pm (preventative maintenance) in order to ensure that the device is functioning as per the specifications and it was confirmed that the technician will be visiting the user facility in the week of september 26th. There is no indication of patient harm as a result of the reported incident. The user reported that there were no clinical consequences for the child. A review of past complaints indicates that this was an isolated incident. Without having the unit for investigation it is difficult to determine whether the unit malfunctioned or not. The manufacturing records for this serial number were reviewed and no anomalies were identified. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
On (B)(6) 2022, (B)(4) technologies received the following report from the distributor: "child in hypothermia protocol since birth. No alarm from the device when the child's temperature went from 33.5°c to 36°c. However, the device went into cooling mode. Alarms functioning before and after the incident". It was reported that there were "no clinical consequences for the child".

Manufacturer narrative:
After review of the clinilogger data, it could be confirmed the patient's core temperature increased to 36 c during the event. The data also showed that the surface temperature increased from 33.3 c to 35.2 c during this time. Additional information was provided that during the event, the criticool displayed a temperature of 33 c even though the core probe was not in place. When the probe was put back into place, the temperature increased to 36 which explained the temperature increase seen in the data. It could also be seen in the data that the water temperature started to decrease when the patient's core temperature increased to 36 c in order to get the patient to the desired set point. Additional information was provided stating that the high temperature alarm was set to 34 c. However, 34 c is not an option for the high patient temperature alarm, as the minimum high patient temperature setting is 36 c. Hypothetically, if the low patient temperature alarm had been set to 34 c, there would have been multiple alarms in the clinilogger data as the temperature was maintained at 33.5 c for multiple hours. The control system, alarms and data logging all functioned correctly in this event. It was found the device functioned as designed and that the root cause of the incident was user error since the core probe was not in place during use. The user was reminded to ensure the temp probe is secured in place in order to ensure proper patient temperature readings. The distributor was recommended to retrain the customer to ensure proper operation of the device. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.